Event description:
It was reported that pump malfunction occurred while caller was changing cartridge during load process. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction message returned.